Event description:
Customer reported getting inaccurate erratic readings from their freestyle meter. Freestyle comparison readings of 101 and 130 mg/dl were reported by the customer within a 10 min period.